Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implant, the device had good atrial sensing values and all other values were ok. Then during the post-operation follow up on the day of the implant, the atrial sensing amplitude measurement was not good even when the measurement was performed several times with different methods. The wound was re-opened with a question of if the lead was fully in the device connector block. The atrial lead was disconnected from the device and analyzer measurements showed normal atrial sense amplitude for the lead. The lead was reconnected with the device, and there was a good electrogram, but there was no "markers" initially and no atrial sensing on two of four measurements. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.